Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the patient (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
A 6f angio-seal vip was selected for use to close an arteriotomy in the cfa. The device was properly assembled and positioned in the vessel. During the pullback step, the suture broke leaving the anchor and collagen in the artery. Hemostasis was achieved with 20 minutes of manual pressure. The following day, the patient complained of increasing leg pain. Diminished pedal pulses were confirmed. Surgery was performed to remove the anchor and collagen that were found occluding the femoral artery lumen. The patient had no further complications post-surgery.